Event description:
Device 2 of 4. Reference MFR. Report #: 3006705815-2019-00573. Reference MFR. Report #: 3006705815-2019-00574. Reference MFR. Report #: 1627487-2019-02277. It was reported the patient¿s leads migrated, as verified via x-rays. Diagnostics revealed low impedances on both of the patient¿s leads. To address the issue, the physician opted to perform surgical intervention on (B)(6) 2019 wherein the midline incision was reopened, and it was then discovered both of the anchors had torn. The physician therefore replaced both leads and both anchors with new models. Impedances were then checked and showed within normal limits on every contact. Postoperatively, effective therapy was restored.